Manufacturer narrative:
Upon further investigation of the patient sample, an interferent to the streptavidin used in the ft3 reagent was detected. In addition, an interference to the assay antibody/idiotype could be detected. This limitation is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh), elecsys ft3 iii (ft3), and the elecsys ft4 ii assay (ft4) on a cobas 6000 e 601 module (e601). The results were different than repeat results obtained on a centaur analyzer. No erroneous results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Patient identifier (B)(6) for information related to the tsh assay. Patient identifier (B)(6) for information related to the ft4 assay. Refer to the attachment for all patient data. A first sample from the patient (dated (b)(46 2017) was tested on the customer's e601 analyzer and repeated on a centaur analyzer. A second sample from the patient (dated (B)(6) 2017) was tested on the customer's e601 analyzer and provided for investigation, where it was tested on a second e601 analyzer. No adverse events were alleged to have occurred with the patient. The customer's e601 analyzer serial number was (B)(4).